Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine and compounded baclofen at 20.0 mg/ml, 320.0 mcg/ml concentrations and doses of 4.228 mg/day, 67.64 mcg/day respectively via an implantable pump. The indication for use was non-malignant pain. It was reported the patient was examined on (B)(6) 2015 and the wound from pump modification was not healing. It was noted the event was possibly related to the device or therapy and possibly related to the implant procedure. The clinical diagnosis was infection in pump pocket. The patient was sent to the general surgeon to evaluate and expedite healing. On (B)(6) 2015, a pico drain was installed and 75 cc of seroma from around the pump was removed. The patient was administered medications the same day. On (B)(6) 2015, the pump became obviously infected within a day or two of completion of debridement procedure and re-closure of wound. The pump pocket was opened completely and irrigated. It was noted pseudomonas were identified and medications were administered. On (B)(6) 2015, spontaneous drainage was noted from the pump site with purulent material produced. Removal was scheduled for planned lumbar surgery, but was accelerated because of drainage. The entire system was explanted and not replaced on (B)(6) 2015. It was noted the event resulted in in-patient or prolonged hospitalization. The issue resolved without sequelae on (B)(6) 2015.